Manufacturer narrative:
Investigation summary: one sample of material no. 2441-0007 was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the infusion set submitted shows that the silicone tubing separated from the upper pumping segment fitting. The silicone tubing looked to be ripped apart just under the upper pumping segment fitting and securement ring. A device history record review for model 2441-0007 lot number 21125229 was performed. (B)(4). The root cause for the issue seen in this complaint could not be fully determined from the description of events provided by the customer. Based on previous complaints that were submitted with the same damage shown, the probable root cause is a misloading of the infusion set into the alaris pump. If the upper pumping segment fitting is not placed into its designated location before the lower pumping segment fitting is inserted into the pump, over stretching of the silicone tubing occurs causing it to tear. Clinical operations teams have been notified and will be working with the customer in order to address possible user issues.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set was damaged. The following information was provided by the initial reporter: tubing connected to smof and tpn broke, two separate sets of tubing at the same spot within 30 minutes of each other. Connection part between the softer tubing that is fed through the large volume IV pump and the blue plastic part that is slid into the top of the large volume pump. Tubing connected to smof cracked, the tpn tubing completely separated.